Event description:
Boston scientific crm received information that following the implant procedure, this lead exhibited impedance measurements greater than 2000 ohms. It was suspected there was a setscrew issue. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.